Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter was difficult to remove. During preparation for the procedure the catheter did not fully undeploy from the test deployments but was used for the case anyway. During the treatments no issues were observed, but at the end of the case the catheter did not fully undeploy again and had to be forcefully pulled back into the sheath, "breaking the conduct through which the guidewire goes" the catheter was not replaced as the procedure had already been completed. There were no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and it was confirmed that the guidewire lumen was detached from the tip of the catheter. The catheter's deployment mechanism was examined and it was noted that deployment of the catheter's array would not be possible due to the previously noted guidewire lumen tip detachment. The catheter was examined under a microscope and it was noted that the welding of the bonds near the tip of the catheter were in good condition besides the places where they ultimately became broken. Based on all the available information boston scientific concludes that the catheter was damaged. The guidewire lumen was detached from the tip of the catheter in a way that is consistent with excessive handling and force during use. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter was difficult to remove. During preparation for the procedure the catheter did not fully undeploy from the test deployments but was used for the case anyway. During the treatments no issues were observed, but at the end of the case the catheter did not fully undeploy again and had to be forcefully pulled back into the sheath, "breaking the conduct through which the guidewire goes" the catheter was not replaced as the procedure had already been completed. There were no patient complications. The catheter is expected to be returned for analysis.